Manufacturer narrative:
On 2019-jul-09 arjo representative was informed about the incident involving concerto + basic shower trolley. It was reported that when the resident was on the trolley the stretcher suddenly tilted. The patient fell on the floor and her head got hurt. She was hospitalized for a five days. Concerto + basic is a hydraulic shower trolley that serves as assistance during patient hygiene care, showering and bathing. The device is intended for indoor use. The device functions are: manual raising and lowering, straight steering, horizontal lock and tilt stretcher function. The last function makes the stretcher tilt to side to help with care or cleaning and disinfection of the equipment. By doing so button from the tilting mechanism located under the stretcher must be pressed, then the catch is moved to one side. Closing should be done by snapping the stretcher onto the place. Clicking noise is heard when the stretcher is closed. After the event, the device was evaluated by the qualified arjo representative. According to the results of the device functional test, the mechanism of horizontal lock was defective as the assembly's spring could not return to its original position. Concerto is equipped with a special fitting which locks the stretcher in a horizontal position for transport or to be filled with water. Dedicated lever underneath the frame needs to be moved to the right to lock the stretcher in a horizontal position. When it is moved back to the left, the stretcher returns to its original position. Based on photographic evidence provided, at the time of event lever was hanging in an undesirable position - neither moved to the right nor to the left. The malfunction was then visible and could have been noticed by the facility staff. Please note that mechanism which was responsible for titling the stretcher was working as intended. Failure of horizontal lock might have affected the stretcher which was in incorrect position and in the consequence obstructed the correct lockage of stretcher tilting mechanism. When the loading has been applied, stretcher tilted as it was not closed correctly. However, the most probably factor which might have contributed to the event was lack of the security check of the tilting mechanism lock before using it with patient, otherwise the catch that was not in a locked position as well as defective mechanism of horizontal lock could have been detected before the incident occurred. In the instruction for use for concerto/basic (04.ba.05_9gb) there are instructions and warnings for the caregivers, which include: "the concerto is equipped with a special fitting which locks the stretcher in a horizontal position for transport or when the mattress is going to be filled with water." "Move the lever to the right to lock the stretcher in a horizontal position." "The stretcher can be tilted to help with cleaning and disinfection. This operation is easier done with brakes applied. The tilting mechanism is located under the stretcher. 1) press the button, then move the catch to one side. 2) tilt the stretcher." "To avoid the patient from falling out of the device, make sure that all catches are in a locked position." "Check that all parts are in place ([...])" "If any part is missing or damaged - do not use the product." Based on all information gathered we came to conclusion that not locking the stretcher could have directly contributed to the event of patient drop. This could be a result of not following the device handling procedures and warnings as indicated in the instruction for use of the device. It is caregivers responsibility to check the device before every use with the patient. In summary, arjo device was used for resident handling when the event took place and therefore played role in the incident. There was no technical deficiency of the tilting mechanism found, however the shower trolley titled and did not perform as intended at the time of event. Please note that there was also concerto mechanism of horizontal lock failure noticed but the exact impact of this deficiency on incorrect lockage of stretcher tilting mechanism which directly contributed to the event could not have been determined. We decided to report this event to competent authorities due to the fall of the resident, which resulted in serious injury occurrence.

Manufacturer narrative:
The device was evaluated by the qualified arjo representative. According to the results of the device functional test, the mechanism of horizontal lock was defective as the assembly's spring could not return to its original position. The investigation is ongoing and additional information will be provided in the next report.

Event description:
Arjo was notified about an event with involvement of the concerto shower trolley. It was reported that when the resident was on the trolley the stretcher suddenly tilted. The patient fell on the floor and her head got hurt. She was hospitalized for a five days.